Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-01490. This event occurred in (B)(6).

Event description:
Allegedly revised due to neck breakage. No trauma occurred. Medium activity level.